Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart from the site at the quick release. The patient had a total of seven failed connection anomaly sets. She was taping them to her body for more security. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.